Event description:
A report was received that a pt's precision sys was explanted, because the pt had contracted meningitis. The devices were working properly prior to being explanted. The pt is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility.